Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on (B)(4) retained samples. All tested samples were found to perform within limits. No faults were detected. The user described that there were two damaged spots on the electrode (...) "Linear of 2cm". An image was provided showing the involved neutral electrode type (wr21) with a wrinkle. The line of wrinkles shown on the picture are typical for removing a neutral electrode from either its protective cover or from the patient by pulling on the connecting tab instead the dedicated peel tab as indicated in the IFU. The damage must thus have been caused either when the electrode was removed from its transparent protective cover before placing it on the patient or when it was removed from the patient after the procedure. However, even if an electrode thus damaged had been placed on the patient, the only conceivable consequences would have been a burn underneath the neutral electrode or the inability to continue with the procedure. The user facility has reported the position of the burns on the electrode and the position of the electrode relative to the area of surgery. The IFU states: "choose a (...) Skin site as close to the operating field as possible, but not closer than 15 cm, on adults preferably an upper arm or thigh." The electrode was placed on lateral of the right tigh which is a recommended application site. However the placement site of the electrode relative to the surgical area shows that this 15 cm minimum distance was not observed. Not following this instruction can lead to a burn. We consider this the most likely root cause for the burn and therefore conclude that a user error caused or contributed to the event. Device not returned.

Event description:
On november 28th, we have been informed about an incident at the (B)(6). During a one hour hemorrhoidectomy - ferguson technique - a monitoring dispersive electrode (model ro21), a generator (wem ss200a) with a contact quality monitoring system and a electrosurgical pencil (model unknown) were used. The dispersive electrode was placed on lateral of the right tight. The patient was lying in the lithotomy position and was not repositioned. The body type of the patient was described as slim and the skin as normal with no hair. The skin was not shaven, not disinfected, no ointment has been applied and the skin was only dried with a compress (cloth). The skin was stated to have been intact, clean and dry. The power setting was described as 127 w, 30 cut and 30 coagulation and the power settings did not have to be raised during the procedure. The hospital stated that the dispersive electrode was adhering completely to the patient before removing it from the patient. After the procedure, when removing the plate, two injuries (burns) were discovered. The injuries were described as following - one lesion of 2,5 cm with reddish border and whitish center and another cut-formed lesion 5 cm apart. The position of the injuries were one on the corner, inside the hydrogel area and another outside the hydrogel area. The plate shows 2 damaged spots (2,5x0,5) and another linear of 2 cm. The wound has been clinically treated and the lesions have been supervised. The larger lesion has retracted edges and presents sign of good healing and is dry. The second lesion is fully healed. ((B)(6) 2017).